Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. On an unreported date the patient was treated with intraperitoneal (ip) gentamycin (40mg, daily for two weeks, discontinued on an unreported date the month prior to receipt of this report) and ip vancomycin (500mg, twice a week, discontinued the same month as receipt of this report). Action with dianeal therapy was ongoing. The patient was recovered from this peritonitis event. On an unknown date the patient was retrained on the proper aseptic technique. No additional information is available.